Event description:
It was reported surgical intervention was undertaken on (B)(6) 2014 and the scs system was explanted due to discomfort following recharging. According to the pt, charging increased her pain and as a result she no longer desired the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.